Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient had a hemorrhagic stroke and expired.

Manufacturer narrative:
The date of the event is estimated. The approximate age of the device is 1 year. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported hemorrhagic stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event associated with the use of the of heartmate ii left ventricular assist system. Upon disassembly of the returned pump, soft, non-laminated depositions of tissue and blood were found in the lumens of the inlet and outlet elbows, in the distal-side of the inlet stator, the proximal side of the outlet stator, and on the body and blades of the rotor. The depositions appeared to have developed as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow could not be determined. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.